Manufacturer narrative:
Mitek post market surveillance discovered this complaint event on the FDA maude database (report number (B)(4)) and a review of the mitek complaint system revealed this product complaint had not been reported to mitek complaints. The complaint device was not returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During a case the tip of the expressew iii suture needle broke off. The surgeon retrieved the tip. The x ray was negative for the retained tip. The surgeon's operative note: "we placed five horizontal mattress sutures with the expressew suture passer from the suture anchors through the supraspinatus and upon the last suture being passed, we heard a snap. We removed the expressew suture passer with the very last 2 mm. A needle head was broken. At this point, we brought in fluoroscopy. Under fluoroscopic exam, we were able to remove the piece. We got plain film x rays to confirm there was no foreign body left in the shoulder. We also retrieved the 2 mm piece. We then passed the final suture with a new expressew suture passer. The patient was transferred to post-anesthesia recovery in good condition."

Manufacturer narrative:
Mitek post market surveillance discovered this complaint event on the FDA maude database (report number (B)(4)) and a review of the mitek complaint system revealed this product complaint had not been reported to mitek complaints. The complaint device was not returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During a case the tip of the expressew iii suture needle broke off. The surgeon retrieved the tip. The x ray was negative for the retained tip. The surgeon's operative note: "we placed five horizontal mattress sutures with the expressew suture passer from the suture anchors through the supraspinatus and upon the last suture being passed, we heard a snap. We removed the expressew suture passer with the very last 2 mm. A needle head was broken. At this point, we brought in fluoroscopy. Under fluoroscopic exam, we were able to remove the piece. We got plain film x rays to confirm there was no foreign body left in the shoulder. We also retrieved the 2 mm piece. We then passed the final suture with a new expressew suture passer. The patient was transferred to post-anesthesia recovery in good condition."